Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's front panel blinking during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: turret deterioration, light output reduction and xenon lamp burnout. A root cause could not be identified. Based on the results of the investigation, it is likely the front panel was flashing due to turret deterioration, and the light output was reduced due to burnout of xenon lamp. The most probable cause of burnout of xenon lamp was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.